Event description:
Boston scientific crm received information that this local representative contacted technical services to request a longevity estimation. The local representative reported that this device and right ventricular (rv) defibrillation lead was exhibiting electrogram noise associated with oversensing and pacing pauses (2-3 seconds). There were no adverse events reported. Patient isometrics and pocket manipulation did not reproduce the clinical observations. The estimated remaining longevity was calculated at less than one year.

Event description:
Subsequently, boston scientific received information that this lead was taken out-of-service in (B)(6) 2011. The replacement lead information was not available.

Manufacturer narrative:
The available information suggests that this device and rv defibrillation lead remains in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.